Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.0, lab: 1.3. No patient information provided by customer. Caller reports running self test and resulting inr of 1.1. No further troubleshooting was requested.

Manufacturer narrative:
Investigation pending.